Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. Customer¿s current blood glucose is 200 mg/dl. Customer also blood glucose level was 290, 256 mg/dl. The customer treated with the bolus and injection for high blood glucose and treated with food for low blood glucose. Troubleshooting was done for high as well as low blood glucose and under and over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high as well as low blood glucose. Based on customer report customer does not allege pump was under and over delivering. The insulin pump will not be returned for analysis.